Event description:
The patient had a CABG with evh (endoscopic vessel harvesting). Ulcerations noted on the left leg (used for harvesting)after the procedure. Unable to determine why the ulcerations occurred. The user was very tenured and experienced with the device.